Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead had unsatisfactory parameters. While repositioning, the helix was unable to be retracted. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported, event of helix mechanism issue was confirmed. Visual examination found, the helix retracted and clogged with blood/tissue. X-ray examination of the connector region found, the inner coil over torqued consistent with procedural damage. X-ray examination of the helix mechanism found, no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported, event of helix mechanism issue was isolated to the over torqued inner coil. And the helix being clogged with blood/tissue. The reported, event of sensing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.